Event description:
It was reported patient experienced ineffective stimulation. Investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000126559.